Manufacturer narrative:
Concomitant products: unspecified 6fr sheath introducer by medikit (used with the enpower); roadmaster 6fr guide catheter (goodman, type unknown); excelsior sl-10 microcatheter (stryker, type unknown); okay guidewire (goodman, type unknown); enpower detachment control box (lot unknown); enpower connecting cable (details unknown); enpower connecting cable (ecb000182-00 / c24275). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During a re-embolization of the aneurysm at the patient¿s basilar artery tip that had coil compaction a micrusphere (csp100350-30/c11657) could not be detached with an enpower control cable (ecb000182-00 / c24275). The patient¿s vessels were moderately tortuous and mildly calcified. Although the pre-deployment electrical check was successful, the complaint coil could not be detached. 7 attempts were made, and in some of the attempts the physician tried moving the dpu forward and back to detach the coil, but no avail. The physician eventually replaced the complaint cable with another one (details unknown), and was able to detach the coil in the second attempt. The procedure was successfully completed without further issues. However, due to the event it was delayed for 15 minutes, which was not considered significant. There were no patient injury/complications. Due to the fact that the patient was a (B)(6) carrier, the complained product was safely disposed under the hospital regulation. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment of the coil observed in the vessel or in the microcatheter. It is unknown whether the detachment light illuminated or the audible signal beeped. All connections appeared to fit properly without application of excessive force. Since it has already been disposed, the coil is not available for the investigation.